Event description:
As reported to coloplast through not verified, patient was implanted with the aris mesh on (B)(6) 2006. Later patient experienced infection, pain, urinary problems and neuromuscular problems.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.